Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their enlite sensor was damaged. The customer's blood glucose was unknown at the time of incident. The customer needed assistance when connecting the transmitter with the sensor. The led dose not blink. The customer was asked to remove the sensor and noticed the electrode was missing. The sensor will be replaced. The sensor will not be returned.